Event description:
It was reported that during a laparoscopic mastectomy, the device made an error alarm and it was found that the blade broke off. There was no adverse consequence to the patient.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results confirmed that device a was returned with the distal tip of the blade broken off and missing. The remainder piece of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." The analysis results confirmed that device b was returned with the distal tip of the blade broken off and missing. The remainder piece of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-operation or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."